Event description:
It was reported the side port extension tube detached from the hemostasis hub of f2 sheaths. The first device was placed in the left atrium and the extension tube detached from the hemostasis hub during the procedure. A second device was used and the same detachment occurred. There was no report if pt injury.

Manufacturer narrative:
Product eval: two, 8.5f fast-cath introducers were rec'd for eval. The introducers were rec'd for eval. The introducers were rec'd in 2 pieces each, which had separated at the side port/extension tubing area. Visual inspection of the returned introducer revealed the extension tubing detached from the side port. Add'l testing confirmed the presence of the solvent used to bond the extension tube to the hemostasis hub. It is uncertain how the tubes detached since there was no physical or mechanical damage noted with any of the returned items. Upon completion of testing, a f/u medwatch report will be submitted.